Event description:
We used a 4.8 drill and the med student did the drilling and insertion. It was hard to tell if the med student drilled bi-cortically as this may have been the cause of breakage. During insertion of the 6.0x25mm half pin, the ao tip of the half pin broke off in the blue t handle. We cut the half pin with the pin cutter and used the half pin removal tool to try to advance the pin bi-cortical. There was a large amount of torque possibly due to distal tibial callus formation from either patient anatomy or previous fracture/fractures (in general the bone was very thick and difficult to advance half pins). As we struggled to advance, the pin snapped at the thread to shank junction. We had to use a screw removal set to remove the tip of the half pin from bone.